Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device confirms the reported event.

Event description:
Reporting for instrument replacement 3 attune insert trials who's balseals have either fallen off or are stretched. Also reporting a broken tibial impactor, attune. Patient consequence? :no.